Event description:
Device report from china reports an event as follows: it was reported that during a rhinoplasty on (B)(6) 2022, it was noted that the smooth surface of the synpor sheet was wavy, there was delamination of rough surface and smooth surface and the material was soft. Another device was used to complete the surgery. Procedure was completed with no delay. There were no adverse consequences to the patient. Upon manufacturer investigation, it was determined that the device exhibited signs of delamination and the surface of the smooth side presents a wavy and creased appearance. Additionally, the device was found broken, fragment was returned for evaluation. This report is for a synpor smooth square sheet 50mmx50mm/0.8mm thick-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: phone number reported as (B)(6). H3, h6: product code: 08.510.220s. Lot: ds7009741. Release to warehouse date : 01 june 2022. Expiration date : 01 may 2027. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the device exhibits signs of delamination. The allegation of deformed surface can not be confirmed since the provided evidence does not show the reported condition. No other problem identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synpor smooth sheet 50*50 t0.8, p/n: 08.510.220s, exhibits signs of delamination and the surface of the smooth side presents a wavy and creased appearance. Additionally, the device was found broken, fragment was returned for evaluation. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed breakage of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synpor smooth sheet 50*50 t0.8 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.